Event description:
Physician inserted the mpis using the seldinger technique. Then placed .035 wire through the 4 french micropuncture sheath. When he tried to remove the sheath, it immediately broke in half. The pt had a scarred groin from previous procedure, with graft material present. Pt had to be taken to or for cut down by surgeon to remove the remaining piece of the sheath.

Manufacturer narrative:
Eval: customer returned the 4.5cm portion of the introducer in an opened and used condition. There is a 1.2cm section of the material elongated. Based upon the info provided, this separation and elongation may have occurred due to removal of the device through the scar tissue. The surface of the outer catheter is inspected to be smooth, clean, and free of excessive kinks and foreign debris prior to shipment. The appropriated individuals have been notified of this matter.